Event description:
The event is reported as: complaint alleges: when attaching 790-32 adult dual heated wire kraton circuit, rt therapists were unable to get circuit to pass est pressure test on npb 840 ventilator. No patient injury reported.

Manufacturer narrative:
Sample received by manufacturer, but investigation is incomplete at time of this report. The device history report (DHR) has been reviewed and no issues or discrepancies were found that could potentially relate to this complaint. The DHR show that the product was assembled and inspected according to our specifications.